Event description:
The patient called lifescan (lfs) and alleged that her meter was missing segments. She was able to test on her back-up meter. She did not seek any medical attention for this issue, nor did she allege any harm. This case is being reported as a malfunction because the issue was not resolved and there is no evidence of a serious injury. A replacement meter has been sent.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it.